Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Unit will drive for a 1/2 hour and will stop with a 3 flash which is a motor fault.